Event description:
It was reported that the iab was inserted via the femoral artery using an introducer sheath. Several hours later, blood was noticed in the pump's helium tubing. Because of this, the iab was removed and replaced. There were no associated patient complications.